Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was able to stop the "fill tubing" step of the load process prior to completion of the minimum 10.2 priming units. Customer's blood glucose level was 250 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.